Event description:
It was identified that a duplicate report was submitted in MFR. Report# 1644487-2015-05372. Further reporting of the event will be captured in MFR. Report#1644487-2015-05372.

Event description:
It was reported that the handheld device was freezing when attempting to complete an interrogation. The handheld device and software flashcard have not been returned to date.